Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9323943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. See h.10.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn was broken. This occurred on 3 occasions. The following information was provided by the initial reporter: the tube was broken during contrast medium infusion. The description of the incident was updated as follows: received feedback, the pressure value is 3.0, no occupational exposure feedback, and the amount of bleeding is unknown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn was broken. This occurred on 3 occasions. The following information was provided by the initial reporter: the tube was broken during contrast medium infusion. The description of the incident was updated as follows: received feedback, the pressure value is 3.0, no occupational exposure feedback, and the amount of bleeding is unknown.